Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 12, 2014 - december 17, 2014. The device was received for evaluation. During visual inspection, white particulate matter was observed to be floating within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.